Event description:
It was reported that "clips fell out of applier during intervention." No pt injury reported.

Manufacturer narrative:
The device is being returned for evaluation. The engineer will provide me with his report after the investigation. I will then file a supplemental report.